Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:50:52. During night drain cycle one, the patient's ultrafiltration reading was 2047ml, indicating the home patient (hp) drained 2047ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. The root cause of this condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.